Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 20% overnight. There was no reported impact to the customer's blood glucose level.